Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: sc-2108-50m. Model: sc-2108-50m. Serial: (B)(6). Batch: 12932/12261/23283.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.